Event description:
On (B)(6) 2006 pt had stomach ache. He went to the (B)(6) hosp located at (B)(6) where after consultation it was determined that he had ulcerative colitis and would have to undergo a virtual colonoscopy. Pt was prepared for the procedure by being "blown up" and hospitalized. Two days later, now well "swollen"m he was incised around his abdominal area, cleansed and taken to the ICU. This cleaning happened twice within 2 weeks. He finally came to realize that he had been taken to the ICU because his intestines had been perforated during the procedure and was now having peritonitis. Since then he has had numerous unsuccessful ileoscopies. He is now suffering from chest pain but would not want to reveal it to the doctors for fear of undergoing another series of procedures and consequently another set of accidents. An abscess also developed but was eventually drained. He says the CT scan shouldn't have been done in the first place, because the FDA recommends no CT scan if the pt already has ulcerative colitis. This recommendation was disregarded. He continues that the said (B)(6) hosp in (B)(6) has poor records management; consequently many records usually go missing. He has been asking the same (B)(6) hosp to shoulder the responsibility of the perforation, to no avail. On the contrary, the hosp sent him a 5000 page document. Moreover he has had to pay for the scopes. He says he's now confused and doesn't know what to do.